Event description:
It was reported that this right ventricular (rv) lead experienced dislodgement. The lead exhibited high pacing thresholds. The patient underwent surgical intervention to reposition the device. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.